Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1204as-100 flipcutter tip broke when the drill was pressed against the bone and turned. The procedure was completed by using a 9.5mm drill, one size smaller. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1204as-100 serial/batch number (B)(6) was received for evaluation. The visual evaluation found that the cutting tip was extremely damaged, and the shaft was broken off the device. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error, including excessive mechanical force, prying/leveraging, or excessive bending forces during use.